Event description:
On (B)(6) 2012, twin hook operation was performed. The surgeon has noticed that the hook is coming out a little when the twin hook is prepared. He put the hook into inside and used the twin hook. The operation was finished.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available, it will be reported on a supplemental report.